Event description:
Essure inserted (B)(6) 2013. Side effects: weight gain, pelvic pain, no menstrual cycle then heavy menstrual cycle that bled through a pad in less than one hour, headache, bloated, got pregnant while essure inserted then had to get part of my tube removed.